Event description:
It was reported that during a coronary stenting treatment procedure balloon withdrawal difficulties occurred. Vascular access site was obtained via the femoral artery. The 75% stenosed lesion was located at the mildly calcified and non-tortuous left anterior descending (lad) artery. A 24 x 2.50mm promus premier drug eluting stent was advanced to the proximal lad and deployed at 12atm. Difficulty withdrawing the deflated balloon was experienced and it was noted that the delivery balloon was stuck in the stent. The balloon was then inflated six times (13atm, 14atm, 16atm, 18atm, 20atm and 20atm). After the sixth inflation, the delivery balloon was removed by exerting some power. The procedure was completed with this device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).